Manufacturer narrative:
Per x2 g5 user guide: fill the tubing without changing the cartridge, from the home screen tap options, tap down arrow, tap load, tap fill tubing and then follow the instructions. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 700¿s mg/dl. Customer was subsequently hospitalized with bg of 799 mg/dl and diabetic ketoacidosis. Reportedly, customer did not complete the fill tubing step. Therefore, did not receive insulin. Customer was treated with intravenous insulin drip and was discharged from the hospital on (B)(6) 2018. Reportedly, the customer continued using the pump for insulin therapy.